Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) was prepared per instructions for use (IFU). Upon insertion of the sgc into the left atrium, the fluid column would not remain after removal of dilator and wire. After multiple attempts to retain column, the scg was removed from the body. No air entered the patient. A clip delivery system (cds) nt was prepared per IFU. After a grasp with leaflet insertion assessment, the deployment sequence proceeded. While establishing final arm angle (efaa) the clip settled past 30 degrees. The clip angle was 15 degrees before opening and 30-35 degrees after opening. The physician attempted to establish final arm angle several times, and it was still settling more than 30 degrees. The cds was removed without incident. Two additional clips were implanted without issue, reducing the mr to grade 1. There was no patient consequences or clinically significant delay. No additional information was provided.